Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that device failed to boot up. System backup was restored via fse. Following the completion of the system backup restoration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.